Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
Customer reported an overinfusion of tpn to nicu patient. When the nurse started her shift, she noted that the syringe pump tubing (located just above the pump module) was caught inside the pump module. The tubing was placed right next to the pump tubing inside the channel and by the crimp/indentation in the tubing, it appeared to be caught in the door latch and was half severed. The nurse removed the syringe tubing. When she checked the patient's glucose via heelstick, the result was 431 (via accu-chek). She immediately re-checked the glucose via heelstick and it was 383. After this, it was noted that the tpn bag was empty. The patient's serum glucose at 0730 was 600. The tpn/il was discontinued. The pump module was changed out and d5, d10 and d12.5 were infused as ordered. The patient required close glucose monitoring throughout the day. The serum glucose values ranged from 21-600. No further patient or event information was provided. (B)(4).